Event description:
On 26 december 2024, senseonics was made aware of an incident where patient went to hcp for the insertion of a new sensor. During the pre-procedure examination, the hcp identified that the area around the old sensor was inflamed, red, and pus-filled, making it impossible to remove the sensor. The hcp advised the patient to consult their primary care physician for the treatment of the infection. The patient contacted the primary care physician and was prescribed with cefovit forte 500 oral antibiotic and fusidic acid 20mg ointment to treat the infection.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the patient went to hcp for the insertion of a new sensor. During the pre-procedure examination, the hcp identified that the area around the old sensor was inflamed, red, and pus-filled, making it impossible to remove the sensor. The hcp advised the patient to consult their primary care physician for the treatment of the infection. The patient contacted the primary care physician and was prescribed with cefovit forte 500 oral antibiotic and fusidic acid 20mg ointment to treat the infection. This incident does not require further investigation.